Event description:
It was reported that the pump battery was depleting quickly. No adverse impact to the customer¿s blood glucose level was mentioned. Customer declined further follow-up from customer support, and no additional information was obtained regarding the outcome.